Manufacturer narrative:
Following the reported event the employee took a shower at a nearby safety station. In the process of removing the aspirator probe tip from the s40 sterilant cup, the employee observed the aspirator probe's tube was disconnected from the processing tray. During this sequence liquid from the aspirator probe made contact with the employee. A steris service technician arrived onsite to inspect the system 1e processor. The technician inspected the aspirator probe assembly and found it to be in good condition without damage such as a rip or tear. The technician reconnected the aspirator probe assembly, ran a diagnostic and processing cycle and confirmed the unit to be operating properly; the processor was returned to service. The operator manual states (pp. 9-2), "daily cleaning and checks-check aspirator assembly: probe lumen clear, no cracks or chips, hose connection secure. Replace aspirator assembly if any damage is noted." During the time of the reported event the employee was not wearing proper ppe as stated in the operator manual. The operator manual states (pp. 1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The steris account manager offered in-service training on the proper use and operation of the system 1e and the user facility accepted the offer.

Event description:
The user facility reported that after a completed processing cycle an employee removed the aspirator probe assembly from the s40 sterilant cup and liquid from the tube made contact with her skin.